Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed hives after implantation of the implantable cardiac monitor. The physician suspected that the implantable cardiac monitor was responsible for the allergic response. The implantable cardiac monitor was explanted on (B)(6) 2020. The patient was stable post procedure.